Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error 63 alarm while performing a self-test. The customer stated they received the same alarm when the performed the self-test a second time. Customer's blood glucose was 340 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.